Event description:
My name is (B)(6), md, and saw dr (B)(6) for lasik surgery for better vision. He suggested to have denstransplantation with crystalens. He said crystalens is the best without halos, will give me far-distance reading and intermediate reading ability in which I can read far distance and computer. Now crystalens give me halos all time in dim lights condition, and I lost my ability reading within 1 yard. I can't read any books, computer within 1 yard. I don't know this doctor "was cheated first or he cooperated with the company who made this lens to fool his pt around." I had hard time to drive due to halos in evenings also. Since the operation. My life quality has been changed badly, and had hard time to do any jobs as a doctor. The dr. Didn't tell me.